Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the patient list on station was not up to date as it showed discharged patients and old drug records. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed from the customer that the issue had been resolved and there were no old discharged patient showed. The system functioned as intended after the technical support specialist investigated the issue.